Event description:
New information received indicated that the patient does not want their device changed out at this time. No plans were made to have the device replaced.

Event description:
It was reported that the device exhibited inability to interrogate and awaiting explant. There were no adverse health consequences, the patient was stable.